Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a system presented with low vacuum. The timing of the event and patient impact are unknown. Additional information has been requested but none has been received.

Manufacturer narrative:
The customer reported that the system had low vacuum. The company service representative arrived at the site to examine the system but was not able to perform technical service on the system as it was in use for surgeries all day. The company service representative observed the surgeries found the system to functionally exhibit no problems during multiple surgeries. The company service representative noted the system functioned as intended. The system was manufactured on july 27, 2016. Based on qa assessment, the product met specifications at the time of release. A review of complaints for the last 24 months did not indicate any additional related reports for this system serial number. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).